Event description:
It was reported that the customer had high blood glucose levels of 1200 mg/dl. The customer was rushed to the emergency room and was treated with manual insulin injections. It was reported that the customer was on steroids due to chronic obstructive pulmonary disease which might have caused the high blood glucose levels. Troubleshooting was done. It was also reported that the customer was also hospitalized on september 2014 due to a burn on his foot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).